Manufacturer narrative:
No patient information provided as no patient was involved in this concern.a medtronic representative, following up with the site, reported that the instrument was not being fully inserted all the way in the handle. The medtronic representative checked all the instruments and found no issues.

Event description:
A medtronic representative reported that they were having difficulty with a navigated instrument. The instrument verifies successfully but navigates 5 millimeters shorter than where the actual tip of the instrument is. The other verified instruments navigate properly. The medtronic representative was testing the system and instrumentation, therefore there was no patient present when this issue was identified.